Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up far field r-wave (ffrw) oversensing and undersensing were noted on the right atrial (ra) lead.  Lead dislodgement was confirmed by x-ray.  The lead was removed.  No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.